Manufacturer narrative:
Additional information received on (B)(6) 2019 that the event occurred during testing at our facility. The pump didn't fail with the patient.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a damaged lens and a missing upper back label. Event log history was performed and showed that 1720 error code was recorded in history. During analysis, the customer's reported problem was confirmed. The pump was found to be displaying "1720" error code on power up during the investigation. Service recommended back up capacitor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "lec 1720". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.